Event description:
Nt presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and mobility. No further patient complications were reported.